Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted on (B)(6) 2013 during a stent implantation procedure. According to the complainant, the stent was being placed as palliative care for a 6cm malignant stricture within the sigmoid colon. The patient had not been undergoing chemotherapy or radiation prior to the procedure but began chemotherapy on (B)(6) 2013. During the procedure, the physician advanced the guidewire into the sigmoid colon, deployed the stent via an endoscope and completed the procedure without any issue. On (B)(6) 2013, the patient complained of abdominal pain and a CT scan confirmed a perforation near the stent. The patient also had peritonitis. The physician chose to not perform surgery because the patient had bad pulmonary function and instead decided to monitor the patient. The patient died on (B)(6) 2013 from peritonitis due to the perforation. In the physician¿s assessment, the axial force of the stent caused the perforation which led to the patient¿s death.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted on (B)(6) 2013 during a stent implantation procedure. According to the complainant, the stent was being placed as palliative care for a 6cm malignant stricture within the sigmoid colon. The patient had not been undergoing chemotherapy or radiation prior to the procedure but began chemotherapy on (B)(6) 2013. During the procedure, the physician advanced the guidewire into the sigmoid colon, deployed the stent via an endoscope and completed the procedure without any issue. On (B)(6) 2013, the patient complained of abdominal pain and a CT scan confirmed a perforation near the stent. The patient also had peritonitis. The physician chose to not perform surgery because the patient had bad pulmonary function and instead decided to monitor the patient. The patient died on (B)(6) 2013 from peritonitis due to the perforation. In the physician¿s assessment, the axial force of the stent caused the perforation which led to the patient¿s death. ******additional information received as of (B)(4) 2013****** the medicine used for chemotherapy was uft-uzel. The physician said that the chemotherapy does not perform at time as influence is given.

Manufacturer narrative:
A product labeling review identified that the device was used per the directions for use (dfu) / product label. Perforation, discomfort/pain, infection and death are listed as potential adverse events in the dfu. The investigation concluded that this complaint is associated with a product that meets specifications but due to a known physiological effect of the procedure noted within the directions for use (dfu). Therefore, this investigation is assigned the most probable root cause classification of anticipated procedural complication.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.